Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the accessory involved with this complaint and completed the device evaluation. Failure analysis investigation: the monopolar curved scissors (mcs) tip cover accessory was installed on an in-house mcs instrument and driven on an in-house system without any issues and did not fall off during testing. Upon visual inspection, the mcs tip cover accessory was found to have tearing at the mouth at the distal end. Tears were axially aligned with the mcs tip cover accessory and measured from .024¿ to .172¿ in length. There were no signs of thermal damage present at the end of any tears. Tears at the mouth are most commonly caused by repeated thermal and mechanical stresses. No missing material was identified. The mcs tip cover accessory was measured at approximately 1.776" in length. The mcs tip cover accessory was compared to an in-house mcs tip cover accessory and were both precisely similar in size. A review of the images received from the site was performed by the intuitive surgical inc. (Isi) quality investigations engineer (qie). The images showed a ¿mouth tear¿ at the distal end of the mcs tip cover accessory. This aligns with the tear observed during fa. No log review was performed as there would be no logs indicating damage to the mcs tip cover accessory. Based on the information provided at this time, this complaint is being reported because the mcs tip cover accessory had tears on the gray silicone area with no evidence or claim of user mishandling/misuse. Although there was no patient harm, a tear in the gray area of the mcs tip cover accessory could result in arcing.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) tip cover accessory had a tear. The mcs tip cover accessory was replaced after almost one hour into the surgery. The procedure was completed with no reported injury. Intuitive surgical inc (isi) has made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report. 01-april 2020, isi received (B)(4) stating: "during the case it was noted that the tip cover was splitting. If it is not covering the scissors appropriately it can burn the patient, as well as obvious complications if it is lost in the abdomen. The tip cover was changed, and the procedure finished without incident. The defective tip cover was sequestered and intuitive notified. This is the fourth event with a tip cover in two months (only product saved at this time)." It was also noted that the issue occurred during a robotic urology procedure.